Manufacturer narrative:
Media analysis: images were provided and reviewed by a boston scientific quality engineer. The images show evidence of the reported air ingress, however, the cause of the reported event could not be confirmed via the provided images. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared without issue and was inserted and aspiration was performed. The farawave device was inserted into the sheath with another aspiration. After aspiration of the sheath, the side port was noted to fill with small bubbles. It was believed there was a leak in the valve, but this valve leak was not obvious upon visualization. The dilator was out of the sheath and the farawave catheter was in the sheath when air was observed. Pressure bag was used for the irrigation of sheath. The guidewire was positioned at the tip on the farwave catheter when the catheter was inserted into the faradrive sheath. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it was deemed contaminated.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared without issue and was inserted and aspiration was performed. The farawave device was inserted into the sheath with another aspiration. After aspiration of the sheath, the side port was noted to fill with small bubbles. It was believed there was a leak in the valve, but this valve leak was not obvious upon visualization. The dilator was out of the sheath and the farawave catheter was in the sheath when air was observed. Pressure bag was used for the irrigation of sheath. The guidewire was positioned at the tip on the farwave catheter when the catheter was inserted into the faradrive sheath. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it was deemed contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.